Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause, neither the cause of occurrence could be determined. The event can be detected and prevented by following the instructions for use: chapter 5. Inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessor has an issue with the rack/unable to properly load scopes as they had difficulties connecting a tube. The issue was found during reprocessing. There was no patient involvement.